Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer used energizer batteries and stored them correctly. The insulin pump was not dropped or bumped. The anomaly persisted after a battery change. The pump had missing segments. The insulin pump will be replaced. The customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with traces of moisture found at lcd assembly. The insulin pump powered up properly after battery installation and passed self test and displacement test. No missing segments were noted. The insulin pump has cracked case at the display window corners and minor scratched lcd window.